Event description:
Avanos homepump c-series pump infused in too quickly. The pt was stared on monday and de-accessed on the friday. There should have been enough drug in the pump for 1 add'l day as the pump was filled for 5 days. This incident also occurred on 2 subsequent treatments. Each incident was reported to the company. The company sent return boxes to retrieve the pumps for testing purposes. To date no testing info has been forwarded to our facility for review. I followed up with the company but they did not have any info concerning the three pumps. FDA safety report ID# (B)(4).